Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead which correlates with time patient was having surgery. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.